Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a travel coarse error. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: additional information h6, h10 this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked and the battery was missing. A review of the event history log (ehl) identified travel coarse error - check clutch/plunger lever. During the functional testing the reported issue was able to be duplicated. A combination of lead screw and both clutch halves were found slipping during occlusion due to normal wear. The root cause of the issue was due to normal wear as the pump was over 5 years old. Replaced lead screw and both clutch halves, corrected data: d1